Event description:
It was reported that the disposable exhibited a leak. The incident occurred during use with the patient and nurse at the patient's home. The outcome of the event is that has been resolved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's stated problem was not confirmed. No device leakage was found. There was no known cause of the reported issue, and no further action will be taken.